Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced trigeminal nerve disorder ("had some odd issue with tingling of my trigeminal nerve"), pericardial effusion ("fluid around my heart"), pneumonitis ("chronic inflammation in my lungs"), systemic lupus erythematosus ("lupus"), hypersensitivity ("hypersensitivity feeling") and burning sensation ("burning sensation in my left arm near the elbow"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, trigeminal nerve disorder, pericardial effusion, pneumonitis, systemic lupus erythematosus, hypersensitivity and burning sensation outcome was unknown. The reporter considered burning sensation, hypersensitivity, medical device removal, pericardial effusion, pneumonitis, systemic lupus erythematosus and trigeminal nerve disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced trigeminal nerve disorder ("had some odd issue with tingling of my trigeminal nerve"), pericardial effusion ("fluid around my heart"), pneumonitis ("chronic inflammation in my lungs"), systemic lupus erythematosus ("lupus"), hypersensitivity ("hypersensitivity feeling") and burning sensation ("burning sensation in my left arm near the elbow"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, trigeminal nerve disorder, pericardial effusion, pneumonitis, systemic lupus erythematosus, hypersensitivity and burning sensation outcome was unknown. The reporter considered burning sensation, hypersensitivity, medical device removal, pericardial effusion, pneumonitis, systemic lupus erythematosus and trigeminal nerve disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media: trigeminal nerve disorder, pericardial effusion, pneumonitis, hypersensitivity, medical device removal, systemic lupus erythematosus, burning sensation. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Case category updated to serious incident. Events added- systemic lupus erythematosus, hypersensitivity, burning sensation, medical device removal. On 23-mar-2020: social media received: reporter added. Correction due to discrepancy between coding action item and match point coder query: event hypersensitivity nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.